Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Retaining stem inserter broke while trying to remove the stem.

Manufacturer narrative:
Examination of the returned device confirms the complaint; a portion of the tip broke off. The root cause is attributed to misuse and wear out. Provided information states the stem inserter broke while trying to remove the stem. This instrument is intended for insertion, not for extracting the stem. In addition, the date code b0708 indicates the instrument was manufactured in july of 2008 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.